Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an apex balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. The balloon, markerbands, proximal bond and tip were microscopically inspected. Inspection revealed a pinhole in the balloon material located over the distal markerband, with numerous kinks in the hypotube. Functional testing was conducted by attaching an inflation tool hooked up to the hub of the apex balloon, and positive pressure was applied. Once pressure was applied, water was found streaming out from a small hole in the balloon, and pressure could not be maintained. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-dec-2017. It was reported that balloon leak occurred. A 2.00mm x 20mm apex¿ balloon catheter was advanced for dilatation. However, upon inflation, the balloon was not holding pressure. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed a balloon pinhole.